Event description:
As reported, balloon dilatation and stent placement was performed; however, the smart flex 6x60 could not be released in the body. A second smart flex 6x120 stent was used; however, it was noted the tip was separated when unpacking. There was no reported injury to the patient. The patient had an atherosclerotic occlusion of the lower extremities. The two devices were discarded by the hospital. Additional information was requested; however, the information was not obtained.

Manufacturer narrative:
Balloon dilatation and stent placement was performed; however, the smart flex 6x60 could not be released in the body. A second smart flex 6x120 stent was used; however, it was noted the tip was separated when unpacking. The patient had an atherosclerotic occlusion of the lower extremities. There was no reported injury to the patient. The devices were not returned for analysis. A product history record (phr) review of lot 329390 and 326591 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)- deployment difficulty¿ was not confirmed. The reported ¿catheter tip~ separated¿ was not confirmed. The root cause of the reported event by the customer could not conclusively determined since both devices were not returned for analysis; therefore, it is not possible to establish whether it is related to the manufacturing process of the product. It is difficult to draw a clinical conclusion between the devices and the events based on the information available. However, it is probable that procedural and or handling factors such as the user¿s interaction with the device and vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU) ¿system handling ¿ precautions. Do not use if it appears to be damaged. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review suggest that the reported events experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time until the product is received to proceed with a complete and proper evaluation.